Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water intrusion to the circuit board in the scope connector that may have caused a short circuit, which resulted in the subject event. Instructions, reprocessing manual section 5.4 leakage testing of the endoscope describes regarding water intrusion in the scope connector as follows: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." It is suggested that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of ¿e315 incompatible scope error¿ was not confirmed. The device evaluation found no e315 error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use inspection for a diagnostic colon screen test. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.